Event description:
Surgery was delayed approx 30 minutes after flexible arm assembly fell apart. The surgeon was able to wire the assembly back together and continued with an open procedure. There were no known surgical complications associated with the delay.